Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error, failed to follow therapy steps was confirmed because the home patient stated connecting the patient line while the patient line was full of air. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Event description:
A home patient (hp) contacted baxter's technical service center for troubleshooting assistance. The hp had connected to the machine when the hc was not completely primed with air in the line. The technical service representative (tsr) explained they could not re-prime since the hp connected and advanced to the initial drain. The hp stated that the fluid was not all the up to the top of the patient line at the completion of priming, but they connected anyway. The tsr went over the proper protocol with the hp. There was patient involvement. No patient injury or medical intervention was reported. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed that the hp connected and proceeded to initial drain even though they were aware the line was not primed correctly and had air in it. The rn stated the hp did not have any injury or medical intervention from this incident.